Manufacturer narrative:
(B)(6). Implant date sometime in 2007. Concomitant medical products: unknown stem, unknown head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient has been indicated for revision due to cup misalignment, pseudotumors and muscle and bone deterioration approximately 10 years post-implantation; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. Concomitant medical products: us157848, m2a-magnum pf cup, lot 529230; 163663, cocr mod hd, lot 121340; xl-200148, act artic hd arcom, lot 865090. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent hip revision due to reported cup malpositioning, pseudotumor, ion levels, and tissue deterioration. No further information has been made available.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.